Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, the patient suffered from right total hip replacement pain. This condition was treated by performing a second revision surgery on (B)(6) 2012. During this second revision the cup, modular head, sleeve, and femoral components were explanted and replaced with devices from a competitor¿s brand (stryker). After this, a good stable range of motion was present. The patient¿s current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified only for the head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. With the information provided the clinical root cause of the reported pain cannot be confirmed. It cannot be concluded the reported pain was associated with the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.